Event description:
97/46 readings on the bpm. Took herself to the drugstore and machine there was reading 157. The user believes the monitor reads low.

Event description:
97/46 readings on the bpm. Took herself to the drugstore and machine there was reading 157. The user believes the monitor reads low.